Event description:
It was reported that during use of the device the clamp was loosening, which could cause inaccuracy. No impact to a patient or procedural delays were reported with this event.

Event description:
It was reported that during use of the device the clamp was loosening, which could cause inaccuracy. No impact to a patient or procedural delays were reported with this event.

Event description:
It was reported that during use of the device the clamp was loosening, which could cause inaccuracy. No impact to a patient or procedural delays were reported with this event.